Manufacturer narrative:
(B)(4). Additional information was received nearly four years after the initial observations were reported that the red alert had been triggered again due to out of range shocking impedance measurements. A boston scientific technical services consultant discussed the clinical observations with the caller and testing to evaluate this system. The caller will discuss the issues with the physician and stated they plan to continue to monitor this patient for now. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific crm received information that this lead exhibited high out of range shock impedances.

Manufacturer narrative:
The physician has elected to monitor the situation. Additional information suggests the previously reported issue was related to the implanted cardiac resynchronization therapy defibrillator (crt-d) not the right ventricular defibrillation lead.